Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the distal end of the gastro videoscope was missing adhesive. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the distal end of the gastro videoscope was missing adhesive. There were no reports of patient involvement.